Event description:
It was reported by the sales rep that the generator was causing interference with the monitoring device. There was constant static, horizontal lines across the screen and intermittent scattering. The case was completed with a second generator with no pt consequence.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.